Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed multiple pump reboot events on (B)(4) 2015. There was a crack in the battery compartment below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak at the display lens. There was no evidence of additional moisture inside pump.